Event description:
The several r pharmacists were poked by contaminated needles due to the safety caps not working as designed. The caps didn't cover the needle, resulting in a poke. From correspondence follows that the pharmacists did have tests done due to the contaminated needle; however, there weren't any bills involved so the work comp.